Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 300-450 mg/dl. Infusion set site changes were performed or the alarm would be cleared without performing any supply changes to address the occlusions. Customer's claimed occlusion alarms were being caused by an unspecified pump issue. Reportedly, the customer reverted to insulin pens for insulin therapy.